Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, device migrated proximally and a distal type I endoleak at left leg was observed on the computed tomography imaging. On (B)(6) 2021, a reintervention took place, the left internal iliac artery was occluded. Two additional stent grafts were placed. The endoleak was resolved. The patient tolerated the procedure.